Manufacturer narrative:
The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be concluded and a supplemental report will be filed.

Event description:
The patient reported that the teladoc charger overheated melting the plastic on the cord and leaving a heat mark on the patients desk. The patient didn't have any injuries and/or receive any treatment as part of the incident.